Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system displayed an error message involving sureform 60 stapler instrument; however, the instrument still worked. The customer used the instrument throughout the entire surgical procedure. The customer was unable to provide details related to the error message. The stapler instrument was installed with a white reload at the time of the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 white reload as an incidental return together with the sureform 60 stapler instrument. There is no reported complaint against the sureform 60 white reload. The reload was returned already fired. Inspection found that all the pushers were deployed and there were no unformed staples found. The blade was at the distal end and was not exposed. Formed staples were observed inside the reload pockets. Additionally, the reload was found to have a damaged blade and cartridge damage. The cartridge damage is located along the knife track and there was missing material as a result. The common cause of these failures are attributed to mishandling and misuse. Investigation of the returned stapler instrument confirmed an engagement failure. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Review of the site¿s system logs confirmed the occurrence of a low rom homing failure. The instrument was tested and found to have a jammed mechanism. Inspection found that the instrument grip cable was broken at the distal end. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.